Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR submitted on (B)(6) 2016, additional information was received from the patient. It was reported that the patient's blood glucose (bg) was monitored and she received dialysis as needed during hospital admission. Patient thinks that she was released from the hospital on (B)(6) 2016. At the time of contact, patient reported that she is doing good and feels great. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on 01/08/2016 to report a hypoglycemic event that occurred on (B)(6) 2016. Patient stated she was asleep in her bedroom and went low in the middle of the night. Her husband called her at 7:00am, as she usually gets up at 5:00am. Patient said all she remembered was waking up to the paramedics trying to revive her. She did not remember what was administered but recalled having an IV in her arm. Patient stated it felt like a dream. Patient was admitted to the hospital and spent 2 days recovering. Patient was not wearing the continuous glucose monitoring system at the time of the event. At the time of contact, patient was doing well and felt good. No additional event or patient information was provided.